Event description:
It was reported the pt ((B)(6)) received a communication error code and was unable to establish communication with the ipg. The ipg was removed and replaced on (B)(6) 2012. Effective stimulation was achieved post-operatively.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.